Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention stent dislodgement occurred. The 99% stenosed calcified target lesion being treated was located in a moderately tortuous mid right coronary artery (rca). A 16mm x 3.50mm taxus element coronary drug eluting stent was advanced to the mid rca but the stent move on from the balloon of the stent delivery system (sds). The sds was attempted to be withdrawn but the stent was dislodged inside the guiding catheter. When the physician withdrew the guiding catheter and sds excluding the guide wire, the stent was detached inside the coronary and was retrieved with a snare. The procedure was completed with a different device. No patient complication were reported and the patients' status was good.